Event description:
It was reported that there were concerns regarding premature battery depletion data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns regarding premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and replaced. The pacemaker was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. A supplemental report will be issued once conclusion is obtained. This report is being submitted to update the fields b5. Describe event or problem, d6b. If explanted, give date, h1. Type of reportable event & h6. Adverse event problem.

Event description:
It was reported that there were concerns regarding premature battery depletion data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and replaced. The pacemaker was returned for analysis. No adverse patient effects were reported.